Event description:
Balloon pump on pt was alarming "slow gas leak". The dr insisted that it was the machine so he tried another unit. That unit had the same alarm. The pt expired later that night. The balloon pump was tested by the MFR and they found a lot of blood in the pump of the one that was used first. This would only mean that the catheter used had a hole in it and was leaking.